Event description:
It was reported that a 59 yo male patient, who had a right rtsa, underwent a revision surgery, approximately 3 years post the initial procedure. The patient had a confirmed periprosthetic joint infection. The implants were removed. A cement spacer was inserted for the 1st of a 2 stage revision. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. The hospital is unable to release due to biohazard risk. No device images were provided. No further information.

Manufacturer narrative:
D10: 320-01-38 - eq rev 38mm glenosphere: (B)(6); 320-10-00 - eq rev tray adapter plate tray +0: (B)(6); 320-15-01 - eq rev glenoid plate: (B)(6); 320-15-05 - eq rev locking screw: (B)(6); 320-20-00 - eq rev torque defining screw kit: (B)(6); 320-38-00 - eq rev 38mm humeral liner +0: (B)(6); should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.